Manufacturer narrative:
This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The excessive no delivery alarm, motor error alarm, button error alarm, and backlight anomaly could not be verified due to the blank display. The insulin pump had minor scratches on the display window, a cracked case near the display window corners and a cracked reservoir tube lip.

Event description:
It was reported that the customer had a button error alarm and a motor error alarm on the insulin pump. Customer's blood glucose level was 155 mg/dl. Customer stated that the pump got a little wet while he was boating and getting splashed. Customer reported that there were excessive no deliveries on the pump and the backlight was not working. Pump history was reviewed, but button error and motor error alarms were not found. Customer did not moisture under the lcd screen. Customer declined troubleshooting for the no delivery alarm. Insulin pump will need to be replaced. No additional info provided.